Event description:
The customer called and reported she had received no delivery alarms on her insulin pump. The customer's blood glucose was 280 mg/dl. Customer stated the alarm was resolved with a complete set change. Troubleshooting could not be performed as the set had been changed out. Therefore, reservoir occlusion could not be ruled out as having caused the no delivery alarm. Customer did not wish to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.